Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 28 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, the stent could not cross the lesion and the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications and the patient status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 28 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, the stent could not cross the lesion and the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complicaitons and the patient status was stable. It was further reported that the lesion was pre-dilated with a balloon and resistance was felft when advancing the device.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by MFR: promus premier ous mr 28 x 2.50 mm stent delivery system was returned for analysis. An examination the crimped stent found stent damage. Stent struts from the distal stent region was noted to be lifted and pulled proximally. The undamaged stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.